Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer reported that they have high blood glucose levels of 31.2 mmol/l. It was reported that the insulin pump received insulin flow block alarm. The customer reported that they treated high blood glucose levels with manual injections. Troubleshooting was performed. The customer reported that the cannula was bent on the infusion set. The customer was advised to change out the infusion set. The customer declined to perform the troubleshooting at the time of call. Product is not expected to return. Additional device related incident: infusion set ((B)(4)).